Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A representative reported via interdepartmental helpline solutions tracker of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that from time to time, he would get an alert on his pump, and the auto off and noting was on. The customer stated that the escape and act buttons are hard to press. The customer declined to troubleshoot.